Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced decreasing pain control. There was obvious cause of the pump motor stall. At the time of this report, the patient was doing very well.

Event description:
It was reported that multiple motor stalls and recoveries were seen in the event logs. Since the patient last went in for a pump refill, six motor stalls and recoveries occurred. The healthcare provider (hcp) felt that the pump was defective. The device system was used to deliver morphine. It was later reported that a replacement was scheduled for (B)(6) 2014. It was later reported that the pump was interrogated prior to pump replacement surgery. The motor stalls and recoveries were then discovered. The exact dates were unknown because the logs were not saved. The stalls occurred in (B)(6) 2014. The pump was replaced on (B)(6) 2014. The patient status was indicated to be ¿alive-no injury.¿ at the time of this report, it was indicated that the device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l53963, implanted: (B)(6) 1998, product type catheter. (B)(4).